Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer¿s blood glucose level was 23 mmol/l. Customer were at school and given bolus to correct the high blood glucose. Customer was busy and they did not want to troubleshoot. Customer was using auto mode feature at the time of incidence. The insulin pump will not be returned for analysis.